Event description:
Nurse started IV, removed stylet, placed it in open IV start kit packaging and attached catheter to IV tubing. The nurse picked up IV start kit with one hand, resulting in needlestick when stylet pierced packaging and glove on hand. The clip was not covering tip of stylet. Hosp protocol for needlestick was followed.